Event description:
Once the imaging catheter was in place, an error message appeared on the I-lab screen, "motor drive unit overloaded." The catheter was removed and replaced with a new device. The patient was not injured. Of note, the defective device was dropped and damaged further after it was removed from the patient.